Event description:
It was reported that pump malfunction occurred and customer mentioned receiving malfunction alarm, but no details about blood glucose values or specific code description were available. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return to distributor for evaluation, and replacement pump was provided with new serial number while investigation into malfunction remained pending.